Event description:
A hospital in (B)(6) reported that an rt227 infant breathing circuit was leaking during set up.

Manufacturer narrative:
(B)(4). The rt227 infant breathing circuit is not sold in the USA, but is similar to a device sold in the USA. The 510(k) for the similar device is k020332. Method: the complaint breathing circuit was returned to fisher & paykel healthcare (B)(4) for evaluation. The returned complaint device was visually inspected, pressure tested and submerged in a water bath to test for leaks. Results: no physical damage was observed on the complaint device. The pressure test revealed the pressure drop to be within specification for this product. The water bath revealed no leaks around the swivel of the complaint device. Conclusion: no fault was found with the returned complaint device. All rt227 breathing circuits are pressure tested before they are allowed to leave the production line. Any that fail this test is rejected. Our user instructions that accompany this device state - "check all connections are tight before use" "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient".